Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a bilateral inguinal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the bilateral inguinal hernia was unknown. The hernia was diagnosed after the patient started the pd therapy. The hernia did not worsen with pd therapy as it was reported the patient was treated with a maximum infusion of 1600cc with dry day. The patient was referred to surgery evaluation and the surgeon did not consider the patient a candidate for surgery. The outcome of the bilateral hernia was not reported. The action taken with pd therapy was not reported. No additional information is available at this time.